Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). On an unreported date, the patient experienced peritonitis. A review of all batch record documents was performed for potentially associated lot numbers gd895797 and gd895953 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. The patient was on unspecified antibiotics. The cause of the peritonitis was unknown and the outcome was not reported. No additional information is available. This is report 2 of 4.